Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics had to assist him on three different occasions due to low blood glucose events. The customer stated that for one event his wife gave him a glucagon shot but it had no effect. The wife then gave him orange juice. The paramedics arrived and treated him with an IV. The customer reported feeling dizzy due to the low; he also had convulsions. No troubleshooting occurred and no products were returned or replaced.